Manufacturer narrative:
(B)(4).

Event description:
Per biosmart, this system was explanted and not replaced after the rv lead perforated the heart. There were no further adverse patient effects reported. The hospital has retained the devices.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.